Manufacturer narrative:
The manufacture date of the device is unknown. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient developed pyrexia 9 days following implant and swelling of the wound developed. Blood cultures were positive for (B)(6). The implantable pulse generator (ipg) system was explanted due to infection. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No further patient complications have been reported as a result of this event.